Event description:
The clinician reports the implant was inserted (B)(6)2022 in ada 7. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. On 2023-12-19, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection, mobility and abscess. No further patient complications were reported.